Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, leakage was found from the shunt sensor. No patient involvement as this occurred during setup. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 23, 2018. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). The returned sample was visually inspected, and there were no buffer or any anomalies noted within the unit. A leak was noted from the large blue luer cap when the sample was pressure tested. The large blue cap was then loosened and retightened with a calibrated torque wrench to production specification. The unit was then pressurized with air, submerged in a water bath, and observed for any leaks. A leak was noted from the large blue luer cap at approximately 200 mmhg. A retention sample from the same lot number was tested and observed for any leaks. No leaks were noted on the retention sample. The complaint was confirmed and the root cause for this event is a lack of sealing between the large bore adapter and the shunt sensor body. When the large blue vent cap is tightened, interference between the threads of the cap and the shunt sensor body exist, causing inadequate seal leading to a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.